Event description:
It was reported that during use with the balance middleweight universal guide wire, resistance was noted with the lv lead during advancement and removal. The guide wire was exchanged for a balance middleweight guide wire; however, resistance was noted during advancement and removal with the lv lead again. A grandslam guide wire was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The bmw universal indicated is being reported under a separated manufacture report number.